Manufacturer narrative:
Per the t:slim x2 user guide, ¿for adults (ages 18+) only sites on the belly are approved for sensor insertion.¿ per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump for over 15 minutes. Reportedly, the transmitter was being worn on the customer's shoulder and not within sight of the pump. No additional patient or event information was available. At the time of the report with tandem technical support connection had regained.